Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. During pre-procedure tee, the interatrial septum (ias) was noted to be diffusely thick with only a small 0.5-1.0cm thin portion located anteriorly, and the team anticipated that transseptal puncture (tsp) would be challenging. The physician attempted tsp using the watchman trusteer access system (was) with the versacross connect (vcc). Multiple attempts were made over 30-40 minutes to obtain a perpendicular tent on the thin portion of the ias. One anterior/mid tsp attempt was performed yet bubbles and the vcc wire remained on the right atrial side, confirming unsuccessful crossing. Once a perpendicular tent position was again visualized (mid in the bicaval view and anterior in short axis), a single radiofrequency (rf) pulse was delivered. No vcc wire or bubbles were visualized in the left atrium (la), although the physician believed he observed the vcc wire crossing on fluoroscopy. While the imaging team continued evaluating for vcc wire position, the physician advanced the was and vcc dilator. Tee then revealed that the was had crossed the thick ias tissue, extending parallel to and wrapping around the aortic valve (av) but without penetrating through to the valve. The entire system was withdrawn, and patient hemodynamics remained stable. A standard 8.5f versacross system was then opened and used to successfully obtain safe tsp. The watchman closure device was subsequently deployed and implanted without further difficulty. Tee then identified a hematoma at the site where the was and vcc system entered the thick septal tissue, along with a small, stable pe located anteriorly near the av. No intervention was required, and the procedure was concluded. The patient was admitted to the intensive care unit (ICU) for overnight observation and remained stable. The patient is expected to fully recover. It was further reported the patient was stable and was discharged 48 hours post index procedure.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. During pre-procedure tee, the interatrial septum (ias) was noted to be diffusely thick with only a small 0.5-1.0cm thin portion located anteriorly, and the team anticipated that transseptal puncture (tsp) would be challenging. The physician attempted tsp using the watchman trusteer access system (was) with the versacross connect (vcc). Multiple attempts were made over 30-40 minutes to obtain a perpendicular tent on the thin portion of the ias. One anterior/mid tsp attempt was performed yet bubbles and the vcc wire remained on the right atrial side, confirming unsuccessful crossing. Once a perpendicular tent position was again visualized (mid in the bicaval view and anterior in short axis), a single radiofrequency (rf) pulse was delivered. No vcc wire or bubbles were visualized in the left atrium (la), although the physician believed he observed the vcc wire crossing on fluoroscopy. While the imaging team continued evaluating for vcc wire position, the physician advanced the was and vcc dilator. Tee then revealed that the was had crossed the thick ias tissue, extending parallel to and wrapping around the aortic valve (av) but without penetrating through to the valve. The entire system was withdrawn, and patient hemodynamics remained stable. A standard 8.5f versacross system was then opened and used to successfully obtain safe tsp. The watchman closure device was subsequently deployed and implanted without further difficulty. Tee then identified a hematoma at the site where the was and vcc system entered the thick septal tissue, along with a small, stable pe located anteriorly near the av. No intervention was required, and the procedure was concluded. The patient was admitted to the intensive care unit (ICU) for overnight observation and remained stable. The patient is expected to fully recover.